Event description:
It was reported that stent damage occurred. The target lesion was located in the anterior descending artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the stent was removed from the catheter, it was observed that there was displacement of the stent mesh and it was no longer possible to use. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
The synergy ous mr 3.50 x 24mm stent delivery system (sds); catheter was returned for analysis. Examination of the crimped stent via scope found evidence of distal stent damage with stent struts bunched, lifted and pulled. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
It was reported that stent damage occurred. The target lesion was located in the anterior descending artery. A 3.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the stent was removed from the catheter, it was observed that there was displacement of the stent mesh and it was no longer possible to use. The procedure was completed with another of same device. There were no patient complications nor injuries reported.